Event description:
The customer reported that epinephrine and vasopressin drips turned off spontaneously 3 times within 1 hour. The patient experienced hypotension requiring changes in rates of vasoactive drugs. There was no report of any lasting adverse effects. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer report that pumps turned off spontaneously was confirmed. Visual inspection found the module latch was in work ing order and sprang back when it was depressed. Both iui's on the source module had date code (B)(6) 2013. Physical inspection of the connectors confirmed an unknown dried fluid residue (white in color) on the body of the connectors. Inspection under magnification showed blue/green deposits on various connector contacts. Functional testing of te returned system was performed. The system was connected with the source syringe module connected to the left side of the pcu as channel b. Another syringe module was connected as channel a. The module was manipulated in an attempt to induce functional failures and a channel disconnect event was replicated. Both syringe modules, channel a and channel b, lost power. The root cause of the customer's report is being attributed to fluid contamination on the iui connector contacts.